Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: the exact origin of the pain is unk. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as bone quality and type of activity (low impact vs high impact) are unk. The pt has a bmi of approx 36.3 according to height and weight provided; a bmi of greater than 30 is considered obese. There is insufficient info to perform a probable cause analysis. A definitive root cause cannot be determined with the info provided. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened.

Event description:
It is reported that the pt was revised due to pain. Metallosis is also reported.